Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center the a/c cable connector was observed to be damaged. The device's a/c cable connector should be replaced to address the issue. Additionally, the device's d/c cable is pushed in and the device's d/c cable connector would need replaced. No repair was performed. The unit is not needed for inventory, and it will be scrapped.